Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient was diagnosed with (B)(6). It was also reported blood cultures were positive for (B)(6), and that vegetation was seen on the patient's mitral valve and possibly on a lead. The patient was started on antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.